Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the validation code requested was previously rejected. Unable to override the item again. A technical support specialist assisted the customer to update the rxverify request status from rejected to approve the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue hydrocodone/apap 10/325 mg tablets. The user confirmed that the validation code requested had previously been rejected and they were unable to override the item again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.